Event description:
Pt status post CABG/3, re-operation for bleeding, thrombectomy (B)(6) 2012, post-op renal failure. He was started on continuous renal replacement therapy (crrt) on (B)(6) 2012. On the evening of (B)(6) 2012, between 1600 and 1700, the prisma crrt system alarmed and abruptly lost power, the pumping mechanisms stopped. The screen display went blank. An rn reported to the situation, and tried to flush and return the blood in the crrt filter back to the pt. While trying to do this, the nurse and a fellow nurse, heard a loud popping noise. When they turned their attention to the noise, there was blood that had splattered on the wall, on the ceiling, and on both of the nurses. On closer inspection of the IV pump that was connected to the crrt tubing, they discovered that blood from the crrt system had backed up into the IV tubing where the tubing is inserted into the pumping mechanism of the IV infusion pump. There was a crack noted in the material and blood had spewed from that location. The prisma system was removed from operation and sequestered for investigation by the biomedical technicians. The biomedical technicians had a phone conference with gambro support staff, and attempted to identify the root cause of the shutdown of the system; none could be found at that time. They powered up the system and ran a 2 hour test, but did not encounter the same type of circumstance. They were not able to re-create the power shut-down, despite attempting to apply pressures of up to 200 mmhg into the system. Regarding the loss of power, the biomedical team was not able to find any outside source for this event. All electrical outlets were evaluated; there was no incident of failure to other devices, no other alarms were activated indicating loss of power. Of note, the set-up of the IV pump for administration of heparin into the crrt system was not standard. The biomedical technicians were not able to determine what effect the IV pump may have had on the system, or the effect of the system on the IV pump. The next 2 hour testing on the prisma machine passed without incident or failure. Pt had an estimated blood loss of 100 cc. No additional treatment was initiated based on the incident.